Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pcb front end module and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) cannot be turned on, it beeped after turning on the machine, and after waiting for a period of time, electrical detection appeared, failure code #119, unable to enter service mode, unusable. There was no patient involvement.